Event description:
It was reported that during a laparoscopy procedure, the jaws got loose and fell in the patient stomach. It was difficult to take it back but they eventually recovered it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.